Event description:
I had an umbilical hernia repair with surgical mesh product. I had another hernia surgery in 2009 with same mesh which I have learned that was recalled. I have another hernia that needs surgery now but experiencing multiple problems abdominal including pain and problems with intestinal tract and areas surrounding where surgeries were done.